Event description:
Symptoms began interfering with daily activities approx 3 yrs after rptr had the augmentation mammoplasty. She was diagnosed with hypothyroidism (no prior history of thyroid disorders, nor was their a family history). Rptr began synthroid replacement, but the symptoms persisted and eventually progressed. Symptoms: chronic fatigue, headaches, breast pain (both), right shoulder pain, neck pain, right arm numbness/tingling, decreased mental concentration, decreased memory (short-term), menstrual cycle changes and decreaced libido. These symptoms have worsened over the last 3 yrs since diagnosis of hypothyroidism; all labs show thyroid level as normal with replacement therapy. Plastic surgeon suspects implant rupture and recommends an MRI. Rptr received her first (and only) set of implants 1/8/88. She was 27 yrs old. Time between implantation and onset of symptoms 1/91.